Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The patient stated they became hypoglycemic while driving which caused him to crash his car. He indicated that he could not remember what happened during the time of the crash and when the ambulance arrived, they checked his blood sugar and the meter was reading 1.3 mmol/l. The patient stated that he did not receiver alarms on the g5 mobile application. The emergency medical technician's administered the patient with a glucagon injection. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was provided for evaluation. A review of the data did not confirm the reported no audio alert on the g5 mobile application. A probable cause could not be determined.